Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. Medical records received confirmed that the tibial component was easily removed and that there was clear debonding between the cement mantle and the implant. The cement was noted to be well integrated with the bone. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent hip revision surgery 4 years due to loosening of the tibial component. Attempts to obtain additional information have been made; however, no more is available.